Event description:
The customer reported the generation of non-reproducible ferritin results from an unicel dxl800 access immunoassay system. The actual patient results, date of occurrence, patient information, system information, sample collection and handling information, and the number of involved patient results involved in this event were not provided by the customer. The no-reproducible ferritin result(s) was/were reported out of the laboratory and while there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management.

Manufacturer narrative:
Service was declined by the customer. Beckman coulter inc. Assessment of instrument performance data indicated that assay quality control results had been within the allowable range during what is inferred to be the event date of this issue. A definitive root cause has not been determined to date for this event.